Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('x ray panel showing broken coil'), device dislocation ('x ray showing migrated coil') and endometrial ablation ('thermachoice ablation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looks like the pet fibers were melted". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) and was found to have white blood cell count increased ("white blood cell count hight "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, endometrial ablation and white blood cell count increased outcome was unknown. The reporter considered device breakage, device dislocation, endometrial ablation and white blood cell count increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media documents recived, reporter, event white blood cell count high added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('x ray panel showing broken coil'), device dislocation ('x ray showing migrated coil') and endometrial ablation ('thermachoice ablation') in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device physical property issue "it looks like the pet fibers were melted". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation and endometrial ablation outcome was unknown. The reporter considered device breakage, device dislocation and endometrial ablation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('x ray panel showing broken coil'), device dislocation ('x ray showing migrated coil') and endometrial ablation ('thermachoice ablation') in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device physical property issue "it looks like the pet fibers were melted". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation and endometrial ablation outcome was unknown. The reporter considered device breakage, device dislocation and endometrial ablation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.